Manufacturer narrative:
Device received with failed battery test due to corroded battery tube. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to failed battery test alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer's blood glucose level was 269 mg/dl. The customer performed troubleshooting for the issue and stated that the insulin pump alarm no delivery alarm again. The insulin pump will be returned for analysis.